Event description:
During coronary artery bypass graft procedure, upon applying the cosgrove cross clamp ref number (B)(4), the cable broke on the handle end of the clamp, spilling beads onto the surgical field and the operating room floor.